Event description:
It was reported to philips that while an acute myocardial infarction patient was undergoing an emergent coronary procedure, the angiography x-ray machine malfunctioned and no x-ray imaging was possible. The team urgently troubleshot the malfunction and were able to complete part of the procedure. However, the machine malfunctioned again, but troubleshooting was unsuccessful. The physician terminated the procedure and the patient was transferred to the interventional department of another hospital for surgery. The current status of the patient is unknown at this time. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-02998. This complaint will be closed as a duplicate.